Event description:
Provider alleges when they were transferring patient out of chair, the seat upholstery tore where it screws into the seat rail.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.